Event description:
Care giver reports hospitalization for sepsis, (B)(6) 2014. Discharged (B)(6) 2014. This report was made to bioderm on (B)(6) 2014.

Manufacturer narrative:
Bioderm device history file for lot number z16101 has been reviewed by regulatory affairs and found to be within specifications. Complaint files have been reviewed for any add'l complaints for that lot number and none exist. Customer and caregiver have been asked to sign a release of medical records but have declined until they see the attending urologist in mid (B)(6). As soon as the customer determines that he will sign a release, we will request records. Then as soon as we receive the records we will initiate a review with our medical consultants and close this report. If the request is denied by the customer, we will close based on the current data. At this point, there is no evidence to indicate that the men's liberty was causal to this event.